Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found medical adhesive on the distal ring electrode which may have caused the capture anomaly.

Event description:
It was reported that capture could not be achieved with this lead during the implant attempt. Multiple attempts were made but a suitable implant position could not be found. The lead was removed and successfully replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.